Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate accuracy test. This occurred during preventive maintenance inspection. There was no patient involvement. No additional information is available.